Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time. The instruction manual contains several warning statements in an effort to prevent this type of occurrence. "Do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire. Should the device become deformed or damaged in anyway, it should be replaced immediately as continued use may result in unpredictable operation or device failure."

Event description:
Olympus was informed that during a therapeutic cystoscopy transurethral resection of the prostate (turp) procedure, the device began to smoke and burn while inside the patient. The intended procedure was completed using a different but similar device. There was no patient injury reported.